Manufacturer narrative:
Reported event was unable to confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Pacoret v, kalk e, labattut l, girardot g, baulot e & martz p (2020) survival rate of cemented versus cementless tibial component in primary total knee arthroplasty over 5 years of follow-up: comparative study of 109 prostheses. Sicot-j 6, 36 https://doi.org/10.1051/sicotj/2020028. Date of event: the article was published on (B)(6) 2020 concomitant medical products: unknown natural knee ii ti.bial component, catalog #: ni, lot #: ni. Unknown natural knee ii articular surface, catalog #: ni, lot #: ni. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that one patient experienced loosening of the femoral component following knee arthroplasty. Attempts have been made and no additional information has been provided at this time.